Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 297 mg/dl and ketones; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the and the customer suffered no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospital release date, however, no response was received. Ultimately, the customer reverted to an alternate method of insulin therapy.